Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation was unable to determine a conclusive cause for the reported balloon rupture. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that prior to use, the 2.00x15mm mini trek balloon dilatation catheter (bdc) was soaked in saline and prepped (air aspiration) outside the anatomy. The procedure was to treat a 75% stenosed de novo lesion in the distal left circumflex (lcx) artery. The bdc was advanced to the target lesion for pre-dilatation. During the first inflation, the balloon ruptured at 8 atmospheres. The bdc was removed without issue. There was no adverse patient effect and no clinically significant delay reported in the procedure. A non-abbott balloon was used for pre-dilatation followed by stent implantation and post-dilatation to complete the procedure. No additional information was provided.